Manufacturer narrative:
Implant date: deployment date: device was not deployed . Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that no backflow of blood was observed with the involved angio-seal device. The following information was provided by the user facility: the procedure was being performed according to the instructions, but when the assembly was inserted into the artery, the backflow of blood was not observed from the marker lumen. The tamping marker was not seen. Multiple attempts were made by moving the assembly, but the backflow of blood was never observed. The device was removed from the patient successfully. Hemostasis was successfully achieved by manual compression only. Estimated blood loss was reported to be less than 250cc. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. The patient has medical history of diabetes mellitus (dm) and hypertonia of high blood pressure (hbp). The patient was administered aspirin. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.